Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It is reported the skin graft mesher produced an incomplete mesh. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
It was reported that the device produced an incomplete mesh. It was clarified that the issue took place on april 11, 2018 and the surgical technique was followed. There was no visible damage to the device. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter and a 2:1 ratio cutter for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher seven times as documented in the repair reports. The last repair was march 12, 2018 where it was reported that the device was producing an incomplete mesh and the comb and gear were replaced. The 1.5:1 ratio cutter and a 2:1 ratio cutter both produced an incomplete mesh and were deemed non-repairable. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 1.5:1 cutter once as documented in the repair reports. The last repair was march 12, 2018 where the cutter was returned with mesher and the cutter produced an incomplete mesh. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 2:1 cutter four times as documented in the repair reports. The last repair was october 7, 2015 where the cutter was returned with mesher and the cutter produced an incomplete mesh. Product review of the skin graft mesher revealed that the calibration was within specifications and produced a passing sample mesh. The gear, roller, and comb were damaged. The 1.5:1 ratio cutter produced an incomplete mesh and was deemed non-repairable. The 2:1 ratio cutter produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the roller, worn bushings, worn side plate, comb, and gear. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the 1.5: 1 cutter produced an incomplete mesh. The cause of the incomplete mesh was due to the damaged cutter. The root cause of the incomplete mesh could not be determined with the provided information since it is unknown how the cutter became damaged. A damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action